Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 551 mg/dl. The customer suspected that the food that was consumed during dinner may have been the cause of the high bg. The customer delivered a correction bolus and took a long walk to address the bg level.